Manufacturer narrative:
The device evaluation is pending. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported that when using a hf-resection electrode, loop, 24 fr., 0.2 wire, medium, 12°, the tip loop broke after 10 outputs. The event occurred during the therapeutic procedure (transurethral resection-turis) and was completed with a similar device. There was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to usage-related wear and tear and/or excessive mechanical load. Olympus will continue to monitor field performance for this device.